Event description:
3 of 3, documenting pump 2: medwatch report mw5107986, it was reported that cadd legacy pump malfunctioning. Patient injury reported.

Manufacturer narrative:
The model number was not provided in the initial report.